Event description:
It was reported to medtronic minimed that the customer experienced pump error 130-this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. Customer was able to clear the error and complete the rewind process. Pump passed the displacement test. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test. No pump error 130 noted during testing. Unit was successfully downloaded using thump software. Pump error 130 confirmed in pump's memory on (B)(6) 2024 at 12:39 pm, 12:41pm, 2:51pm, and 3pm. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, motor assembly, and force sensor. Test p-cap locked in place properly during testing. The following damages were noted: battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, corroded home switch, and scratched case. In summary, customer concern for pump error 130 confirmed due to corroded home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.